Event description:
It was reported that this lead was found to be oversensing, thresholds had also increased; x-rays were performed, and the lead was found to have dislodged. A lead revision was attempted but the helix would not retract. The lead was then explanted, and a new one was implanted successfully. No adverse patient effects were reported.